Event description:
(B)(6) 2003 patient had imaging completed; single-view lumbar spine. The patient is status post fusion at the l4-l5 level with rod-like devices and screws that extend into the l4 and l5 vertebral bodies . The l4-l5 disc space is narrow greatest anteriorly with anterior spurring. There are scattered osteophytes throughout the remainder of the lumbar spine. ¿(pt) would like to have some blood testing done today to make sure (pt) does not have heart disease. (Pt) is desperately worried about having some kind of medical heart problem. ¿(pt) reports having troubles with spinal stenosis. (Pt.) Had a laminectomy and now has had an effusion. (Pt.) Back will never be the same. (Pt.) Feels a lot of pressure on (pt.¿s) back and it pops, and (pt.) Thinks this will result in some long-term disability based on back. Apparently, (surgeon) does not want (pt.) To do any heavy work for the rest of (pt.¿s) life. (Pt) filed for social security disability. (B)(6) 2003 patient goes to local full service pharmacy/clinic where pt gets prescriptions; complains body aches are nonstop. (B)(6) 2004 patient received act. Lumbar spine with intrathecal contrast examination. At l2-l3, there is diffuse disc bulging, which in combination with ligamenta flava hypertrophy does cause a borderline stenotic spinal canal. There are postsurgical changes at l4-l5 to l5-s1 with posterior laminectomy and pedicles screws at both of those levels. Anteriorly at the l4.-l5 level, there is soft tissue which may represent any combination of disc material as well as fibrotic material. (B)(6) 2004 patient underwent a lumbar interlaminar epidural steroid injection to address spinal stenosis. A new myelogram reportedly showed stenosis at the l3-l4 level. The patient is referred for epidural steroid injection at the l2-l3 level. (B)(6) 2004 patient underwent a lumbar interlaminar epidural steroid injection to address spinal stenosis. The most severe stenosis is at the l3-4 level and the patient is referred for a lumbar epidural steroid injection at the l3-4 level. (B)(6) 2004 patient received pre-op chest x-rays for (B)(6) 2004 surgery. The cardiovascular silhouette, pulmonary vessels, hila, and mediastinum are normal. (B)(6) 2004 patient was diagnosed with lumbar spinal stenosis. A partial l3 and l4 laminectomy was performed. No patient complications were reported (B)(6) 2005 p33 a MRI of the lumbar spine was completed and compared to (B)(6) 2004 MRI. The findings state, there is diffuse disc bulging at the l1-l2 level which causes minor indentation on the thecal sac. At l2-l3, the patient has a congenitally small canal with some facet and ligamentum flavum hypertrophy causing a minor spinal canal stenosis.¿ interval surgery at l3-l4 with resolution of the previously noted canal stenosis; there is some epidural fibrosis surrounding the thecal sac. Development of high signal intensity on t2 within the l4-l5 disc. There are also edematous marrow endplate changes at both l4 and l5 surrounding this disc space. There is a more subtle enhancement of the l4-l5 disc. (B)(6) 2005 a lateral view of the lumbar spine was taken and compared to the study from (B)(6) 2005. ¿again seen are postsurgical changes from posterior fusion at. L4 -l5. Again noted is narrowing and marginal sclerosis of the l4-l5 disc space. No change in alignment or positioning seen compared to 05/03/05. Some irregularity of the endplates at l4 and l5 appears slightly more pronounced compared to the previous study.¿ (B)(6) 2005 patient underwent a procedure at l4-5 to address a failed posterior lumbar interbody fusion. ¿re-opening of laminectomy l4-5 with takedown of previous instrumentation and also take down of a previous posterior lumbar anterior body fusion and then a repeat posterior lumbar anterior body fusion using the bone morphogenic protein and an interbody cage and the re-application of the pedicle screw fixation l4-l5¿ (B)(6) 2006 patient was seen for low back pain and foot numbness. Patient received a xr spine single view. It was reported that l4-5 level with progressive loss of height of the l4-5 disc with sclerosis. Scattered osteophytes throughout the lower thoracic and upper lumbar spine are present. (B)(6) 2006 MRI of the lumbar spine without and with contrast findings: l3-4: mild and diffuse bulging of disc with mild bilateral neuralforaminal narrowing l4-5: pedicle screws at l4 and l5 levels with associated moderate signal distortion. Severe narrowing of the l4-5 disc with adjacent degenerative end plate change. Contrast enhancement of soft tissues surrounding the dural sac. This is consistent with postoperative scarring. No definite recurrence of earlier noted left-sided disc herniation; however, evaluation of this region is limited by signal distortion from screws. L5-s1: mild and diffuse disc bulging with mild left neural foraminal narrowing. (B)(6) 2007 patient was seen for a colonoscopy. Pre operative diagnosis: status post gastric bypass surgery and modifications. Colorectal cancer screening, high risk. Dysphagia. Impression: post gastric bypass anatomy with modifications. Empiric balloon dilation (cre balloon 12 mm) of gastroesophageal junction and gastroenteric anastomosis . Long and tortuous colon with suboptimal preparation (B)(6) 2008 patient presented with a chief complaint of axial low-back pain. ¿the patient has a history of 4 lumbar surgeries from 2003 to 2006, first ones were laminectomies, then posterior fusion, and redo of the fusion. The last fusion was in 2006. The patient started having a dull aching pain, present most of the time . The pain gets worse from activity and standing. The patient was put on fentanyl patch, which has improved patient function, and taken most of the pain away. (B)(6) 2008 patient presents with ¿continued back pain. (Pt.) Reports having had 5 surgeries on his back, all of which have failed. (Pt.) Now is saddled with hardware in his back and is totally disabled. (Pt.) Is looking for a 2nd opinion because x-rays done of back in fact reveal, on the ap view, that (pt) has displacement of the lower most part of back. It is (pt.) Is looking for a 2nd opinion in an effort to try and give him some relief from his pain. (B)(6) 2008 pt presents today for evaluation of chronic low back pain. Pt, requesting another opinion for back problem. Surgeon states to the patient ¿ with axial pain and absolutely no neurological signs or symptoms, that there really is no absolute indication for surgery. There are a lot of things going on in (pt.) Back that can cause back pain, but really could not tell (pt) that whether any surgical intervention would be of benefit and I think that at best, it would be on iffy proposition.¿ (B)(6) 2008 patient came in as a referral. Patient states that throughout each of these procedures (pt.) Has really not obtained significant pain relief with any of them. Review of patient¿s plain x-ray does show what appears to be a solid posterior lumbar interbody fusion at l4-l5 with intact instrumentation. The fusion has healed with slight kyphosis and lateral listhesis. (Pt) does not appear to have significant disk degeneration at l5-s1 or at l3-l4. (B)(6) 2008 pt reports right-sided back pain with urinary frequency. (Pt.) Is passing urine every 2-3 hours at night time and is now having flank pain. (Pt.) Reports that also developing ed and that viagra is just not any help to him whatsoever. (B)(6) 2010 ¿(pt.) Came in for continued pain in lower back. (Pt.) Is currently on disability, but is building furniture in garage all winter. Has all of the equipment necessary to make fine furniture and finds that with increasing orders(pt.) Is having to take more pain medication. (Pt.) Is often taking 5 or 6 vicodin every day. Had surgery 6 or 7 years ago and has been in pain ever since. Pt was given a new prescription. (B)(6) 2011 patient presented complaining of leg pain and lower back pain. A MRI of the lumbar spine was performed and found degenerative changes and associated canal/foraminal stenosis have progressed at l2-l3, l3-l4, and l4-l5 levels. L5-s1: moderate left facet arthropathy; mild right facet arthropathy. Minimal posterior disc bulge and small central disc protrusion mildly indents the anterior thecal sac. L4-l5 posterior disc osteophyte complex mildly flattens the anterior thecal sac. L3-l4 severe bilateral facet arthropathy; posterior disc bulge; moderate to severe central canal stenosis. Moderate to severe right and moderate left foraminal stenosis flattens the bilateral exiting l3 nerve roots. (B)(6) 2012 patient was seen for endoscopy of the gi tract. Upper gastrointestinal endoscopy including esophagus, stomach, and either the duodenum and/or jejunum as appropriate; with balloon dilation of esophagus (less than 30 mm diameter) procedure performed: esophagogastroduodenoscopy with biopsy and balloon dilatation patient complained of ¿pill dysphagia in upper cervical esophagus.¿ an esophagogastroduodenoscopy with biopsy and balloon dilatation was performed.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.